Event description:
Plastic vaginal specula stuck in open position. Difficult to remove from patient.

Manufacturer narrative:
Device not returned for inspection. Conclusions: device not returned for evaluation.